Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified lesion in the right coronary artery. A hi-torque bmw universal guide wire was advanced to the target lesion; however, resistance with the anatomy was felt and 3cm of the tip of the guide wire separated. The separated portion of the guide wire was stuck far away in the distal part of the side branch of the posterior descending artery; therefore, no attempt to remove it were made and it remains in the patient. The guide wire was removed, but resistance with the anatomy was felt. The procedure was successfully completed with a new hi-torque bmw universal guide wire and deployment of a 3.0x18mm non-abbott stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspections were performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance and remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the mildly tortuous and heavily calcified lesion in the right coronary artery, the guide wire kinked against the anatomy resulting in the difficulty to advance. Manipulation and/or inadvertent mishandling against resistance during retraction resulted in the tip separation and subsequent note damages to the guide wire. The guide wire at the separation were bent and an indication the guide wire kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.